Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced after the device triggered elective replacement indicator (eri) after being implanted for 49 months. This device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was [elective replacement indicator (eri). A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition.